Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator change. It was noted that insulation damage and testing via a pacing system analyzer (psa) revealed no capture on the left ventricular lead. The left ventricular lead was capped (B)(6) 2019 and not replaced. The patient was stable.